Manufacturer narrative:
The device was returned to olympus for inspection. The issue was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had damage to the plastic distal end cover. The issue occurred during service and maintenance. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated h6 - investigation findings. Updated h11: based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, operational problem, and storage problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.